Manufacturer narrative:
Based upon the inquiry info received and the visual examination, no conclusion could be reached as to what mah have caused the reported incident. The instrument was returned empty. No testing could be performed as the instrument was returned empty. However, it was noted that the jaws of the instrument were damaged. No conclusion could be reached as to where the damage to the jaws occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic cholecystectomy procedure, it was reported by the affiliate that the clips fell out of the device before the clips could be placed on the vessel. There was no consequence to the pt. A new device was introduced to complete the case.